Event description:
It was reported that an unspecified bd pen needle broke at the cannula before use. The following was reported by the initial reporter: "it was reported that the rear cannula end is broken. Event description per attached email states: rear cannula end is broken. Date sanofi received complaint: 16.12.2020. Date sanofi received the sample: 15.01.2021. Pir: 100090229."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/26/2021. H.6. Investigation: customer returned a single pen needle with a light green cap, indicating that it is a 4mm, 32 gauge pen needle. The non-patient side of the needle has been broken off at the proximal side of the hub¿s needle cannula. No signs of use or other damage to the pen needle. Based on the damage present, this may have occurred inadvertently while the user was preparing the pen needle for use. No DHR review can be carried out as lot number is unknown. The root cause of the needle breaking appears to be inadvertent damage caused by the user during routine use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified bd pen needle broke at the cannula before use. The following was reported by the initial reporter: "it was reported that the rear cannula end is broken. Event description per attached email states: rear cannula end is broken. Date (B)(6) received complaint: 16.12.2020. Date (B)(6) received the sample: 15.01.2021. Pir: (B)(4)".